Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by medical facility.

Event description:
A report was received that the patient had experienced a burning pain at the pocket site. It was also reported that the ipg had migrated which caused a difficult time charging the device. The patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing great postoperatively.

Manufacturer narrative:
A review of the manufacturing documentation for the device revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient had experienced a burning pain at the pocket site. It was also reported that the ipg had migrated which caused a difficult time charging the device. The patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing great postoperatively.